Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen was flashing white. No significant events leading to the issue was observed. Customer also reported that the insulin pump center button was hard to press. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segment and keypad unresponsive due to blank or flashing white light on the display.